Manufacturer narrative:
The patient reported infection at the insertion site, first observed around (B)(6) 2026. The sensor was inserted on (B)(6) 2025. No other symptoms were reported. The patient consulted hcp who prescribed clindamycin on (B)(6) 2026 to alleviate the symptoms. However, the sensor was removed on (B)(6) 2026. A new sensor was inserted on (B)(6) 2026 to continue using eversense e3 cgm system. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site. The sensor was inserted on (B)(6) 2025 and the symptoms first appeared around (B)(6) 2026. The patient consulted hcp who decided to remove the sensor. No medication was prescribed.